Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed the system remotely and, after discussing with the customer, suspected an issue with the hospital's power. The system log files analysis confirmed that the system lost power. On the same day, the customer informed philips that the issue was resolved and the system was working as intended and indicated that no further philips support was required. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the azurion system not to boot up. This scenario includes situations in which the main hospital power supply is fluctuating or there is a localized power failure that is not caused by the azurion. Since the malfunction of an external power source is not a malfunction of the azurion system, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.